Event description:
The reported description notes that the monitor failed to alarm during pt monitoring when arrhythmia beats occurred. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the monitor failed to alarm during pt monitoring when arrhythmia beats occurred. Pt harm/serious injury is possible should the user not be alerted to a change in the pt's condition outside of the pt's pre-configured parameters. Root cause: use knowledge. No bedside monitoring testing was performed. Troubleshooting performed with the customer found that the monitor was functioning as designed. It was determined that the customer was unaware of the cited monitor's v-tach arrhythmia default setting. The customer expected the bedside monitor to alarm v-tachycardia with four pvds. The bedside monitor was programmed for a vtach default setting of a heart rate > 100 pbm / pvc = / > 5. Therefore, bedside monitor alarms are not expected with four pvcs. The customer acknowledges that an alarm should not have been elicited. It was suggested to the customer that adjustment be made to the alarm parameter (vtach and pvc rate) to capture this ECG rhythm. Consideration of this complaint and similar complaints supports that there is not design, mfg, materials, or labeling problem. No further investigation or action is warranted.